Event description:
I have had continuous and serious problems using unomedical's insulin infusion sets -marketed by animas under the name contact detach. I am a type I diabetic and have used this product with an insulin pump. Each time I use this product, crystalized insulin occluded the tubing and insulin ceases to be infused resulting in severe, life threatening hypoglycemic conditions. In the last couple of months, I've communicated with two others who have also experieced occlusion problems with their sure-t/contact sets when using apidra: one of these is a woman who uses a minimed paradigm pump. Here is a copy of an email she sent to me: original message - sent: tuesday, november 14, 2006 6:50 pm, subject: re: sure-t set nightmare, I know what you're going through. I tried the sure-t with my paradigm and at first, it seemed great, but I started to get the "no delivery" alarms on my pump all the time, and had to keep changing my sets almost every day, my blood sugars would go off the charts. No matter what site I used, I had the same problem. It was a nightmare. This all started when my doctor put me on apidra. Before that, everything was okay. Now, I'm using the quick-set with apidra and don't have the "no delivery" alarms and not blockages. Another is a man in his 20's whom I met in a diabetes chat room, had used insulin pumps for 5 years, most recently an animas pump. He explained that he had been using a contact infusion set with humalog and novolog and experienced occasional occlusions, but not enough to stop using the contact. He then changed insulin types to apidra and had extremely frequent occlusions that forced him to stop using the sets. He used apidra with sillouette sets without experiencing occlusions. He said that he would have liked the contact sets, but will not use them because of the problem.